Manufacturer narrative:
All available information was investigated, and the reported leaking valve was not confirmed via device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and returned device analysis, the cause of the reported loss of fluid column was unable to be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 degenerative mitral regurgitation (mr) for a mitraclip procedure. It was reported that during device preparation of the steerable guide catheter (sgc) it was identified that the hemostatic valve would not hold a column of saline. Troubleshooting was preformed unsuccessfully and the sgc was replaced. During the procedure, a mitraclip was successfully implanted. The final mr was grade 1-2. There were no adverse patient effects or clinically significant delays reported.